Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed scratches. The device shows significant signs of wear/usage. A lab analysis performed on the device revealed that scratches were observed on the articulating surface of the liner. Normal wear of the taper surfaces was observed from the liner locking into the shell. Additionally, deformation was observed on the taper surface. No manufacturing or material deviations were identified during this investigation. The cause of scratching on the liner¿s articulating surface and the deformation observed on the taper surface could not be determined. The clinical/medical investigation stated that, per email correspondence, the requested surgical records and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the lack of information provided, a clinical assessment cannot be rendered. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 48 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for or3o¿ dual mobility system revealed that proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may lead to revision surgery. This has been identified as a warning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (medical device problem code)

Event description:
It was reported that after tka, a revision surgery was performed due a dislocation and the inside of the or3o dual mobility liner 44/56 was found with wear. The patient outcome is unknown.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the patient underwent a tka revision due to dislocation. Per email correspondence, the requested surgical records and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the lack of information provided, a clinical assessment cannot be rendered. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A visual inspection confirmed the or3o dual mobility liner 44/56 shows scratches. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Internal reference number: case-2021-00037230-1.